Event description:
On (B)(6) 2012, it was reported that a physician's handheld device would not turn on. A hard reset was performed; however, this did not resolve the issue. It was noted that when the hhd was plugged in, the orange indicator light on the handheld device would not come on; however, the charger was determined to be functional as it worked for another handheld device. It was later reported that the device was stored safely, and there was no mishandling. The handheld device and software flashcard were received on (B)(4) 2012. Product analysis was approved on (B)(4) 2012. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the sync cable connector on the bottom of the handheld was damaged. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to serious injury or death